Event description:
It was reported that the drive support cap is sticking out of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.